Event description:
On october 22, 2007 a voluntary medwatch was rec'd (dated october 16, 2007) from the FDA informing gore of an event reported from a third party. On october 29, 2007, a second letter was rec'd from the FDA (dated september 11, 2007) which was matched up to the original voluntary medwatch. In 2007, this pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. As reported, this pt suffered occlusion to the lower extremity, multiple cerebrovascular infarcts and death. Further investigation is necessary.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.